Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that the physician felt that the insulation damage was induced by procedure and/or implant technique.

Manufacturer narrative:
The product is not expected to be returned for analysis. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing resulting in inadequate therapy. Insulation damage was suspected. The lead was explanted and replaced. No additional adverse patient effects were reported.